Event description:
The pt reportedly developed a skin flap infection at the implant site. The pt's device was explanted. Advanced bionics is currently gathering more info and will submit a supplemental report once info is received.